Event description:
During pt support, the console display intermittently blanked out. There was impact to the pt. The console continued to function normally. After support, the hospital biomedical engineer examined the console and could not reproduce the problem.